Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 29 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: double mastectomy. Cathplace: sternum. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the patient had surgery on (B)(6) 2016 for double mastectomy and spent 3 days in the hospital. Before she went home she recalled either the rn [registered nurse] or the plastic surgeon removing her catheters. Shortly after arriving home, she noticed something under her skin near her sternum that was poking her and causing her pain. She brought it up to [her physician] and he said that it was the side of the tissue expander and that it's nothing and she shouldn't worry about it. She did get an infection in one of her tissue expanders but not on the side of the catheter. They had to go in and surgically remove the infected expander but the surgeon was in france and she did not have any good follow up care. At that time, no one was worried or evaluated the poking wire pressing out her skin. After almost 3 years of pain of it poking her at her sternum and in her axilla, she finally spoke to another plastic surgeon was willing to go in and retrieve the missing the item that was causing her pain. Approximately 9 inches of the catheter was removed from the patient.